Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed and upon examination a tear in the left cylinder was found. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. The first cylinder had a hole in the outer tube from kink resistant tube (krt) wear in the proximal end, which led to fluid leakage. Also, frayed fabric threads were identified. These findings confirmed the clinical observation of a torn cylinder. The second cylinder had wear at fold in the distal and proximal end; this cylinder passed leak testing. The pump was visually inspected and underwent leak and functional testing. The pump krt had worn down to the filament. The pump passed leak testing; however, it did not pass activation testing. The reservoir was visually inspected and underwent leak testing. No visual damages were found, and it did pass leak testing. In addition, two extra unused cylinders were returned for analysis. No visual damages nor abnormalities were found in either component. Both cylinders passed pressure and leak testing. Based on the information available and analysis results, the hole in the first cylinder could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed and upon examination a tear in the left cylinder was found. The device was explanted and replaced. No patient complications were reported.